Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a biopsy cap was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. According to the complainant, after the scope was cleaned and disinfected, a sponge was found in its channel. It has been determined that at some point, the anti-reflux sponge in the biopsy cap was detached from the previous procedure. The procedure was completed with a different device.